Event description:
Globus medical received notification from a sales rep, via a company processing/evaluation form, that two (2) globus manufactured screws had broken after implantation. It was reported a pt underwent spinal surgery at l4-s1 in 2008. Three months post-op the pt was doing fine, but heard "squeaking" in his back. An MRI was performed and revealed that two (2) screws at s1 had broken in the shaft area.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the report. Although the screws were not returned for evaluation, a comprehensive review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the products were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. An expected revision surgery is tentatively scheduled for 2008, as reported by the hospital. The report states approx 3 months had elapsed from implantation and evidence of a breakage. There are many pt factors that can contribute to a screw breakage during this time and the package insert warns that "the pt's weight and activity have an effect on the stresses of the implant" and "pt's anatomy should be considered when selecting screw diameter and length." Additionally, published studies indicate that screws utilized in this anatomical area have failure rates as high as 12.4%, "the use of pedicle-screw internal fixation for the operative treatment of spinal disorders," robert w gaines jr, jbjs am 2000: 82:1458; "complications of pedicle screws in lumbar and lumbosacral fusions in 105 consecutive primary operations," p.c. Jutte, r.m. Castelein, eur spine j, 2002011:594-598. Based on record review and all available info, it was determined the revere screw design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication the breakage was a result of product defect, malfunction, or poses any injury with use. All records purport the screw was of the highest quality and safety.